Manufacturer narrative:
A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident.

Event description:
It was reported that after the patient was on the table under anesthesia, the physician was unable to log into the monarch system to start the bronchoscopy procedure. The physician elected to abort the case.